Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-liners-unk, lot # unk, item # unk, hip-unknown-heads-unk, lot # unk, item # 00771101500, femoral stem, lot # 61170469, item # 00620205422, cup, lot # 611257414. Legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02368, 0001822565-2018-02369, 0001822565-2018-02370, 0001822565-2018-02371, 0001822565-2018-02372.

Event description:
It was reported that a patient suffers from ongoing complications including, but not limited to pain, discomfort, gait impairment; poor balance, difficulty walking, possible device loosening, metallosis, tissue damage, alval, dislocation, infection which requires ongoing medical care. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.